Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number & failure mode. Based on the evaluation of the sample, the investigation is confirmed for a complete circumferential outer shaft break at the proximal balloon glue joint. The investigation is also confirmed for issues retracting the balloon through the introducer sheath, as the balloon could not be retracted from the returned introducer sheath and the sheath tip was flared. It is likely that the break in the outer catheter was a result of the retraction issues. However, the definitive root cause for the retraction issues could not be determined based upon the available info.

Event description:
It was reported that the pta balloon became lodged in the introducer sheath during retraction. The catheter and sheath were removed as a single unit without further incident. Another balloon was used to complete the procedure. There ws no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.